Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported left side ¿itching,¿ ¿redness,¿ ¿occasional stinging," ¿prosthesis wall was not reliably intact,¿ ¿pronounced wrinkles,¿ and ¿streaky internal echoes and the prosthesis wall not completely shown in terms of continuity.¿ device remains implanted.

Event description:
Further reported were swelling and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. No observed wrinkling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Pain: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Wrinkling: no observed creases on the device. Erythema: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Patient representative reported left side ¿itching,¿ ¿redness,¿ ¿occasional stinging," ¿prosthesis wall was not reliably intact,¿ ¿pronounced wrinkles,¿ and ¿streaky internal echoes and the prosthesis wall not completely shown in terms of continuity", "swelling" and "capsular contracture, baker grade unknown". The device has been explanted and replaced.

Event description:
Patient representative reported left side ¿itching,¿ ¿redness,¿ ¿occasional stinging," ¿prosthesis wall was not reliably intact,¿ ¿pronounced wrinkles,¿ and ¿streaky internal echoes and the prosthesis wall not completely shown in terms of continuity.¿ device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.